Event description:
It was reported that the patient experienced inappropriate shocks resulting from a confirmed right ventricular (rv) lead fracture. Lead noise and high impedance were also reported. Lead replacement is anticipated but not yet begun. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that he "went in later to have the leads removed, but they couldn't remove them." Follow up attempts made with the clinic to obtain additional information were unsuccessful. According to manufacturer records, the right ventricular (rv) lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076-52 lead; 419388 lead, implanted: (B)(6) 2007. (B)(4).